Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The caller was hospitalized two weeks prior to death. The cause of death was stage 4 cancer. The caller stated that the customer had an awful big open wound and had kidney problems (but not failure). The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death and had not been wearing it for the entire duration of the hospital stay. The customer was not using sensors. The caller could not find the insulin pump. Hence, the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer. The caller agreed to return the insulin pump for analysis if found.